Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/2008 as referenced above. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(6) considers this case closed. (B)(4).

Event description:
It has been reported that the pt received a durom us acetabular component 54/48 n on the left side on (B)(6) 2006 and is being monitored due to pain and loosening.